Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: a couple of computed tomography (CT) images and video loop were provided to confirm a heavily calcified tri-leaflet aortic valve. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, a post implant balloon dilation was performed. The user followed the instructions in the instructions for use (IFU) that states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." This event does not indicate device misuse contributed to the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a heavily calcified tri-leaflet valve with an annular measurement of 24 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. The valve was loaded and screened successfully. A crowding was noted at node 3-3.5 on the fluoroscopy check. The target implant depth was 1 - 3 mm. The cuspal overlap technique was used. An attempt was made to align the commissures. Upon deploying the valve, an infold was noted. The valve was recaptured and removed from the patient. A different valve was loaded into another system. The loading was screened successfully. The valve appeared slightly constrained on final release. Subsequently, a post-implant bav was performed with a 22mm non-medtronic balloon. The outcome was successful with mild paravalvular leak (pvl) reported on the final fluoroscopy. No adverse patient effects were reported.